Event description:
A customer contacted beckman coluter regarding the erroneously elevated accu tni results from 3 different pts generated by the access instrument. The elevated accu tni result for pt a was 0.58ng/ml. The elevated accu tni result for pt b was 1.50ng/ml. The results from pt a and b were not reported out. The customer indicated that pt a and b original samples were retested for accu tni and a corrected report was issued for each pt. The repeated accu tni result was 0.06ng/ml for pt a and 0.02ng/ml for pt b. An elevated accu tni result for pt c was 1.78ng/ml. The sample was hemolyzed and the result was not reported. Beckman coulter product labeling states, the accu tni results may be compromised if a sample is hemolyzed. A fresh sample was collected from pt c and tested for accu tni. The new accu tni result of 0.02ng/ml was reported. The customer indicated that there has been no change to pt treatment that can be attributed to this event